Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was unknown. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, during hospitalization for unrelated events, the patient was diagnosed with peritonitis. The treatment for the peritonitis was unknown. At the time of this report, the patient was still hospitalized. The outcome of the peritonitis was unknown. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.